Manufacturer narrative:
An event regarding size/fit involving an abgii stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection noted that there is some damage and marks of use . Dimensional inspection determined the device to be within specification. -medical records received and evaluation: there were insufficient medical records were received for review with a clinical consultant -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions the event could not be confirmed based on the information available. Additional information such as pre-op and intraoperative x-rays are required to evaluate proper stem sizing and alignment. The returned stem was inspected by the supplier and was confirmed to be within dimensional specification. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that there was a mismatch of 5mm between the rasp and the final implant. This altered the rotation of the final component. Extraction of the implant was needed. While extracting conus of stem was damaged. New implant needed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a mismatch of 5mm between the rasp and the final implant. This altered the rotation of the final component. Extraction of the implant was needed. While extracting conus of stem was damaged. New implant needed.